Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/24/2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2013, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded unexpected result of 6.0 on patient on warfarin. Although there was no impact to patient care, the customer states that a result of 6.0 would require them to stop the patient from taking medicine and the patient would not be therapeutic.time result method0900 inr: 6.0 I-stat (fingerstick)unk inr: 3.2 I-stat (repeat-same site as first stick) 1300 inr: 4.2 lab (new sample)based on the information available, there were no injuries associated with this event.